Event description:
Caller reported difficulty pressing the pump's quick bolus/wake button, requiring multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper button operation, assisted with removing the pump case, and confirmed the pump was still difficult to use. Customer continued to use the pump for insulin delivery.